Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of allergy to metals ('nickel allergy'). In an adult female patient who had essure (batch no. B76527, c03094), inserted for female sterilisation. The patient's medical history included: anemia, asthma, ulcerative colitis, pap smear abnormal, low grade squamous intraepithelial lesion, milk allergy, drug hypersensitivity, shellfish allergy, chronic cervicitis, nickel sensitivity and autoimmune disorder. Concomitant products included: budesonide;formoterol fumarate (symbicort), fluticasone propionate (flovent hfa), medroxyprogesterone acetate (depo-provera), montelukast, montelukast sodium (singulair), salbutamol sulfate (albuterol sulfate), salbutamol sulfate (proair hfa) and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure device removal and bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: expiration date: (B)(6) 2016. 3 trailing coils visible on left side. 3 trailing coils visible on right side. Lot number#: b76527, c03094. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to metals. Batch no: b76527, production date: 2013-10-02, expiration date: 2016-10-31; batch no: c03094, production date: 2013-12-06, expiration date: 2016-12-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-feb-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. B76527, c03094) inserted for female sterilisation. The patient's medical history included anemia, asthma, ulcerative colitis, pap smear abnormal, low grade squamous intraepithelial lesion, milk allergy, drug hypersensitivity, shellfish allergy, chronic cervicitis, nickel sensitivity and autoimmune disorder. Concomitant products included budesonide;formoterol fumarate (symbicort), fluticasone propionate (flovent hfa), medroxyprogesterone acetate (depo-provera), montelukast, montelukast sodium (singulair), salbutamol sulfate (albuterol sulfate), salbutamol sulfate (proair hfa) and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure device removal and bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: expiration date: (B)(6) 2016. 3 trailing coils visible on left side. 3 trailing coils visible on right side. Lot number: b76527, c03094. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: mr received. Reporter information, medical history, lab data, concomitant drugs, lot number, expiration date, rcc added. Product insertion date updated. Event medical device removal updated to event nickel allergy. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of allergy to metals ('nickel allergy'). In an adult female patient who had essure (batch no. B76527, c03094), inserted for female sterilisation. The patient's medical history included: anemia, asthma, ulcerative colitis, pap smear abnormal, low grade squamous intraepithelial lesion, milk allergy, drug hypersensitivity, shellfish allergy, chronic cervicitis, nickel sensitivity and autoimmune disorder. Concomitant products included: budesonide; formoterol fumarate (symbicort), fluticasone propionate (flovent hfa), medroxyprogesterone acetate (depo-provera), montelukast, montelukast sodium (singulair), salbutamol sulfate (albuterol sulfate), salbutamol sulfate (proair hfa) and triamcinolone acetonide. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic essure device removal and bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: expiration date: 31dec2016. 3 trailing coils visible on left side. 3 trailing coils visible on right side. Lot number#: b76527, c03094. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to metals. Batch no: b76527, production date: 2013-10-02, expiration date: 2016-10-31; batch no: c03094, production date: 2013-12-06, expiration date: 2016-12-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021 quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received. Injury nos replace with new event medical device removal. Date of insertion updated, date of removal was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.